Event description:
It was reported that the patient underwent a posterior lumbar fusion at t10-s1. It was reported that sometime post-op the patient fell and experienced pain. During a follow up with the doctor it was found on x-ray that the rod had popped out of the screw. The patient is scheduled to undergo a revision to assess the fusion.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The device was returned for evaluation. No material damage noted on thread crest or flanks of set screws or mas head. Optical examination of rod interface surface of all four returned set screws reveal atypical witness marks in comparison to tightened sample set screws. One set screw reveals significant asymmetrical rod interface surface plastic deformation, suggesting improper placement of set screw during construct assembly. A review of the device history records did not identify any applicable nonconformance to specification.